Event description:
It was reported that during a lap nissen fundoplication procedure, an erroe code 5 was noticed, blade failed intraoperatively. New blade opened to complete the procedure. No patient consequence to the patient. One device returning.